Event description:
Reporter indicated a vns therapy patient had a procedure for vocal cord paralysis. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Corrected data: age at time of event; this information was inadvertently left off on mfg. Report #0.

Event description:
The patient later reported that the cause of the vocal cord paralysis was the implant surgery. She had also developed other issues which she attributed to the implant including fibromyalgia.